Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. Additionally, the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. The observed bulky gripper cover is likely a cascading event of the difficult single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: replacement third mitraclip xtw (lot: 31204a1092) was then implanted successfully.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw 31201a1091 was chosen to be implanted first. During gripper orientation, the reference gripper was unable to lower. Troubleshooting was performed but did not resolve the issue. The clip was removed. Replacement clip xtw 31218a1079 would not close past 60 degrees during preparation. Troubleshooting performed was unsuccessful. Replacement third mitraclip (lot: unk) was then implanted successfully. Fourth clip xtw 40227r1058 was then chosen to further reduce mr. During initial opening attempt in the left atrium, the clip was unable to open. Troubleshooting was performed but did not resolve the issue. The clip was removed. Fifth clip xtw 31201a1088 was then attempted to be implanted. After two attempts at grasping, the clip became caught in the chordae. The clip was removed via standard troubleshooting but removal resulted in a chordal rupture. It was decided to end the procedure with one clip implanted and mr unchanged grade 4. There was no clinically significant delay. No additional information was provided.